Event description:
Reporter alleged at 4:15 pm the meter read 246 mg/dl back to back with a result of 91 mg/dl performed within 2 minutes of each other. It was reported no actions were taken and no treatment was rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.